Event description:
It was reported that a clearlink filter set was found with air bubbles and condensation. According to the report, the bubbles and condensation were found inside the filter during patient therapy while infusing a total parenteral nutrition (tpn) solution. The extension set was removed and replaced as a result of the incident. The event occurred in the prenatal intensive care unit (picu). There was patient involvement, however, no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The batch review revealed that all of the acceptance criteria were met to release the lot. There were no non-conformances, failures, rework, or deviations related to the lot. There were no changes to specifications, test methods, process, equipment, or raw materials that could be associated with the reported condition. Baxter received a photo of the sample for evaluation. Initial photographic evaluation confirmed the reported condition. Upon completion of baxter's investigation, if additional relevant information is obtained, a follow-up will be submitted.

Manufacturer narrative:
(B)(4). Evaluation summary: the actual device was not received. Visual inspection of the photo confirmed the presence of air in the filter housing. The cause was unable to be determined. A CAPA was opened to address the issue. Should additional relevant information become available, a supplemental report will be submitted.